Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient stated he experienced syncope twice. Once at home when he stood up to answer the phone and the other time while going up hill on a bicycle ride. Ten days later, the patient was seen in the office and the field representative consulted boston scientific technical services (ts) as the patient stated that his heart rate drops too quickly at the end of exercise. Ts suggested adjusting the accelerometer recovery time. The field representative noted that the rate response was adjusted to optimize sensors. The patient still reports some lightheadedness and the physician is investigating possible other causes as the device interrogation did not reveal any issues. No additional adverse patient effects were reported.